Manufacturer narrative:
The customer stated that their engineering dept corrected the issue, however, the customer contact did not know what was done to the bed to correct the issue. The customer states that the bed functions properly now. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the siderail will not latch in the up position.